Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that after five months of use, the patient reported they weren¿t getting as good of therapy as previous months. It was further reported the patient¿s pain levels had returned and efficient therapy wasn¿t being delivered. The patient¿s implantable neurostimulator (ins) was interrogated and found extremely high impedances on a few key electrodes; electrodes 9, 11, and 12 had impedance readings of 40000 ohms. The patient was reprogrammed in an attempt to address the issue; however, the patient was ¿still unhappy after two weeks¿ with their new programming. The patient¿s hcp ultimately decided to revise their system as a result of the issue. During the revision procedure, the hcp decided to replace the system; the issue was resolved with system replacement. There were no external factors reported to have led or contributed to the issue. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Device evaluation: analysis of the implantable neurostimulator found no anomalies. Analysis of lead (B)(4) found conductor #1 was broken 2.8 cm from the proximal end and conductors #3, #4, #5, and #6 were broken at their respective connector sleeves. Please note that method code, result code, and conclusion code no longer apply to this report. If information is provided in the future, a supplemental report will be issued.